Event description:
It was reported that during a gastric bypass procedure, the hand activation button on the device was not working. It worked intermittently and then it stopped. The site used a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.